Manufacturer narrative:
The batch records of mg-02770-002, lot # 557376 have been checked. The production processes do not show any issues related to the leakage. The returned complaint part was investigated. It was noticed by naked eye that the balloon is leaky immediately after inflation. The holes are too miniature, therefore it is not possible to decide whether it has been caused by sharp device or it is ripped. From similar complaints in 2011, it is known that lubricant containing lidocaine can attack the balloon material and lead to leakage. Since then there is a warning note in the IFU not to use lubricant containing lidocaine on the balloons. In this case the hospital confirmed that lubrication spray containing lidocaine was used into the tube. Based on this, the lidocaine could get in contact with the balloon which is not allowed according to instructions for use of the device. The balloons have been inflated before implementation and were ok. After usage of lidocaine and insertion into the pt the balloon got leaky. The root cause is user error. Because this has been for the first time that the lidocaine has been used since the warning implementation in 2011, cmi decided not to determine any further actions.

Event description:
The ez blocker is indicated for use to intubate the pts bronchi in order to differentially isolate the left or right lung for procedure which require one-lung ventilation, lung separation. A leaky balloon was found during surgery. The balloon was checked before implementation and it was ok with no marks of a leakage. The leakage occurred during procedure inside the pt. The balloons were lubricated with lidocaine free spray. But a lidocaine containing spray was used to lubricate the inside of the endotracheal tube.